Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 110-210mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer performed a back to back blood test 316mg/dl and 269mg/dl fasting. Reviewed meter memory; 1: 361mg/dl (B)(6) 2015 11:25:00 am fasting: yes; 2: 269mg/dl (B)(6) 2015 10:41:00 pm fasting: yes. Customer is concern with both blood results taken on (B)(6) 2015 at 11:25am 361mg/dl and (B)(6) 2015 at 10:41pm 269mg/dl. No adverse event reported.